Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Pump trace download analysis confirmed the pump alarmed replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management tool and confirmed replace battery now alarm due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now more than once after prior low battery alert. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. Customer states gotten frequent replace battery alarm 3 times now and pump seems to be acting up. Troubleshooting did not resolve the issue. The customers pump will be replaced. The insulin pump will be returned for analysis.